Manufacturer narrative:
(B)(4) new incision. Secondary surgery. Explanted. Device evaluated by manufacturer?: lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon explanted an micl implantable collamer lens due to the patient developed a cataract. The patient had the micl implanted in 2008. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - many factors such as aging, trauma, diabetes, radiation, smoking, alcohol use and even some medications (ex. Steroid) could cause cataract. Given the late onset of the event, these factors could not be ruled out. Conclusion: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review: reportedly, icl was explanted 7 years postoperatively to address cataract development. According to customer complaint questionnaire for surgery (ccqs), received on (B)(6) 2016, icl and cataract were removed at the same surgery date and iol was successfully implanted. The va was 20/20 postoperatively. The same form stated that cataract development was not product related. It should be noted that cataract had developed bilaterally. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the 12.1mm micl12.1 implantable collamer lens, -5.0 diopter, was implanted in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2015. The cataract was removed and an intraocular lens was implanted. The reporter indicated the incident/injury was not product-related. The patient's post-op best-corrected visual acuity was 20/20.